Manufacturer narrative:
Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes are drawing slowly. No patient impact was reported. The following information was provided by the initial reporter: customer states tubes are drawing slowly.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00723 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes are drawing slowly. No patient impact was reported. The following information was provided by the initial reporter: customer states tubes are drawing slowly.